Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient reports pain as an eight on a ten-point scale. No flexion contracture. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint has been confirmed by the medical records. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient is experiencing significant pain and was given a genicular block and hinged knee brace approximately seventeen months post implantation. There is no additional information available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2024-00419, 0001825034-2024-00420, 0001825034-2024-00421. D10-medical product refobacin bc r 1x40 us, item#: 110034355, lot#: k0205z49aa. Refobacin bc r 1x40 us, item#: 110034355, lot#: k0205z49aa. Refobacin bc r 1x40 us, item#: 110034355, lot#: k0205z49aa. Femur cemented plus right size 7+, item#: 42504606212, lot#: 65092687. Articular surface fixed bearing (cps) right 16 mm height. Item# 42522600516 lot# 65048304. Stem extension tapered cemented 14 mm diameter +75 mm length. Item#: 42560007514, lot#: 64911556. Femoral distal augment cemented size 7, 7+ 10 mm thickness. Item#: 42556606210 lot#: 65042258. Femoral distal augment cemented size 7, 7+ 10 mm thickness. Item#: 42556606210, lot#: 65042258. Tibia fixed cemented right size d, item#: 42542006702, lot#: 65114284. Stem extension tapered cemented 14 mm diameter +75 mm length. Item#: 42560007514, lot#: 64982155. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.